Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, possibly some type of external noise. It was also noted that there was a high number of short interval counts (sic) on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.